Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when flexed the image of the evis exera iii bronchovideoscope drops out and you can¿t see the image. The reported malfunction occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure of no image during angulation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the problem might have been caused by the heavy dents on the distal end plastic cover and on the insertion tube. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.